Event description:
Patient was seen in the emergency room in early 2009 with a dislocated delta xtend implant. Patient's shoulder was relocated, but it was determined that the construct was too lax.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.